Event description:
It was reported that this implantable pulse generator was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of this device was completed. A longevity calculation was completed and noted that the actual power consumption was greater than calculated. Device memory was reviewed and no faults or errors were observed. It was also noted that the device sensed in the atrial chamber 99.7% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. The signal artifact monitor (sam) patch was installed and enabled. This also increases power consumption. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. Normal device operation was confirmed. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and a software application update was implemented to change the atrial sense lead configuration to off when the device is programmed to a non-atrial sensing mode. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
It was reported that this implantable pulse generator was explanted and replaced due to suspected premature battery depletion behavior. No additional adverse patient effects were reported. This device was received for analysis.